Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and IFU/device labeling review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4). Article: radiofrequency tonsillectomy in sweden 2009¿2012, doi: 10.1007/s00405-013-2867-4.

Event description:
It was reported that on literature review ¿radiofrequency tonsillectomy in sweden 2009¿2012¿, after procedure seven patients presented post-operative bleeding requiring further intervention. No further information is available.